Event description:
A (B)(6) for left heart cath, during deployment of perclose device, the plastic catheter tip broke off the shaft and lodged in the artery. Required surgeon to be called and performed surgery for removal of foreign body from the artery. Pt remained stable throughout the procedure and discharged on (B)(6) 2021.